Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer heard a "mist sound" that may have been coming from the pump, septum, or tubing. However, the customer was unable to confirm the location. Reportedly, the customer smelled insulin. The customer's blood glucose level was not impacted. Reportedly, the customer continued to use the same cartridge.